Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during hip hemiarthroplasty, the screw threads of one (1) stem impactor rod broke off at the end of the stem inserter shaft. This happened while being used inside the patient bout no pieces were left inside. There were enough threads left to finish the case. The procedure was performed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the tip broke off. The broken piece was not returned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified and a corrective action was opened. The action taken to address the failure mode was to increase shaft length and changes on chamfer geometry; which was implemented on drawing print. The listed batch was manufactured before the action was opened. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during hip hemiarthroplasty, the screw threads of one (1) stem impactor rod broke off at the end of the stem inserter shaft. This happened while being used inside the patient but no pieces were left inside. There were enough threads left to finish the case. The procedure was performed, without any delay, using the same device. The patient was not harmed as a consequence of this problem.